Event description:
Customer alleges obtaining a blood glucose result of 01 mg/dl which is outside the reading range of 10-600 mg/dl on the aviva system. No hyperglycemic or hypoglycemic symptoms were reportedly experienced. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.